Manufacturer narrative:
Exemption number e2019001 - permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported inability opening the clip and clip jumpiness were confirmed during returned device analysis due to an observed loose release crimper. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The observed loose release crimper was evaluated, and it was determined that the cause is related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Na.

Event description:
This is filed to report the inability to close the clip and the clip jumping closed. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). Two clips were successfully implanted. To further reduce mr, a third clip was advanced, however when the clip was in the atrium, an attempt was made to close the clip. The clip did not fully close, an remained open at approximately 40 degrees. The clip was reopened to 180 degrees, and when re-closing the clip; the clip jumped closed. The clip was not implanted and was removed. A new clip was implanted without issue, reducing mr to 1-2. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.